Manufacturer narrative:
(B)(4). The reported complaint of catheter body ruptured in use is confirmed. The catheter body was found ruptured near the junction hub during visual inspection of the returned sample. Additionally, no leak was noted from the balloon. The balloon inflated as per specifications. A device history record review was performed, and no relevant findings were identified. However, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint is manufacturing related. An investigation was initiated to further investigate the issue. The investigation is still on-going. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on a patient, "balloon leakage issue". The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported that while in use on a patient, "balloon leakage issue". The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).